Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer treated with manual injections. The mother stated that her son has been on the pump for 7 days and she changed his set 6 times. The mother stated that her son's blood glucose went high last night and the pump did not alarm. The customer was advised that site and set issues are normally the cause of high readings. The customer was advised of how threshold suspend works. The customer was advised to call back to troubleshoot.